Event description:
A pt was admitted to the ER, intubated and transferred to the ICU. The pt was hyperkalemic and underwent dialysis on a phoenix machine, cartridge blood line and revaclear max dialyzer. Following the initial dialysis session, the pt began continuous renal replacement therapy (crrt) on a prismaflex machine. Crrt was disconnected and dialysis was prescribed. Approx 30 minutes into the dialysis treatment, the pt had respiratory arrest and intubated. The dialysis treatment was terminated. The following day the pt was extubated. The cause of the respiratory arrest is uncertain however, the pt was receiving tube feedings via an ng tube subsequent to a swallowing dysfunction and the clinicians theorize that pt may have aspirated the tube feeding. The phoenix machine was inspected and found within MFR specs. The revaclear max, cartridge blood tubing set and bicart was discarded and not available for investigation. (B)(4).